Manufacturer narrative:
Eval summary: the product was not returned for analysis, the lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that he has experienced light rays and has difficulty driving at night since the first day following an inraocular lens (iol) implant procedure. At the consumer's request, the surgeon was not contacted.